Event description:
Customer reported a generator failure error message, and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse in the monoblock. System operates as intended. This MDR is related to ge healthcare.